Event description:
It was reported that a luminexx stent was placed for an off label indication as a last resort to alleviate acute pt symptoms. The stent was placed in a tight stenosis between the right supervisor vena cava and the right subclavian vein, under the clavicle. One week later, the pt's symptoms (arm swelling, venous stasis) returned. X-ray showed that the stent broke into two pieces circumferentially, with a 3mm section freely floating in the subclavian vein. The physician tried to snare it out through a sheath in the right axillary artery. This caused further breakage. The sections were removed and a wallstent was placed adjacent to the remaining stent. The physician felt that the stent was stressed during pt respirations in an area of fibrosis, causing a focal point and subsequent breakage.